Event description:
It was reported that during a routine device change out procedure this left ventricular (lv) lead exhibited loss of capture and impedance issues. Subsequently, the lead was surgically abandoned and replaced, and the device was explanted and replaced successfully. No additional adverse patient effects were reported.